Event description:
It was reported that the maryland bipolar forceps instrument cable was noted to be broken at the distal end during a da vinci hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found.